Manufacturer narrative:
One i3 power cord and power supply was received for evaluation. External and internal visual inspections of the unit revealed no discrepancies or discernible damage. All returned power cords were used with no malfunctions and free of exposed wiring.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply. The power cords were replaced and there were no adverse consequences reported by the patient.